Event description:
There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2012: the pump was returned for investigation and evaluation revealed a load step malfunction that had not been reported by the user.

Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2012 with the following findings: an intermittent load step malfunction was observed during investigation. The pump forced out about 40-50 units of fluid before the cartridge was recognized. A force sensor calibration confirmed that the sensor reading was out of specifications. The pump was opened to investigate; the u4 component was found to be shifted and moving freely across the pcb pads. Although not reported by the user, "no cartridge detected" warnings on 04/30/2012 and 05/02/2012 were discovered in the black box.